Manufacturer narrative:
(B)(4). Device evaluated by MFR: a promus element mr, ous, 2.75x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter (od) measured which was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a shaft polymer extrusion break on the proximal side of the port weld. There was damage (bunching) noted to the inner and outer shaft polymer extrusion at sites on the proximal side of the bi-component bond. There was also damage (bunching) noted to the inner shaft polymer extrusion at a site approx. 2mm distal of the bi-component bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system during removal of the device. A visual and tactile examination found stretching of the tip, the tip was seated on the loop of the mandrel and could not be removed. No other issued noted during analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-sep-2017 it was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 2.75x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion broken.